Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 420 mg/dl. The customer treated her blood glucose level with a bolus. The customer was having issues with the infusion set. The device was not returned.